Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient went to the emergency room (ER) and eventually got hospitalized due to high blood glucose level caused due to bent cannula failed at pump site, tried with delivering bolus on (B)(6)2025. The patient's blood glucose level when admitted to hospital was 507mg/dl. During hospitalization, the patient got treated with intravenous fluids(IV) of saline and insulin. Patient was found positive for ketones level. The patient has not yet been released from the hospital. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.